Manufacturer narrative:
(B)(4). Batch # l5570y. Additional information was requested and the following was obtained: did any pieces of the broken cartridge fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results found that the tcr10 reload was received with the gripping surfaces and the forks damaged and fully loaded with staples. No functional test was performed due the condition of the cartridge. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open stomach and bowel surgery procedure, the surgeon found that the proximal segment of the cartridge was broken and could not be used to anastomose the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.